Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial and had clear surgical residue/ debris on the product. Visual inspection found no visible damage to the lens and had residue on the lens surface.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -14.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. On the same date, the lens was removed as it tore/broke. It is unknown as to whether the lens was explanted intra-operatively. On (B)(6) 2017 an alternate lens was successfully implanted.